Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Based upon the information from the olympus service operation repair center (sorc), omsc surmised that the reported phenomenon was occurred due to the cable unit of the device was broken by excessive stress.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that in unspecified timing an abnormal endoscopic image of noise appeared on the monitor. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that an endoscopic image of the device was not displayed due to noise by failure of cable. Other detailed information was not provided. There was no report of patient injury associated with the event.